Manufacturer narrative:
(B)(4). There was no patient involvement.

Manufacturer narrative:
An ht70 mixer was returned to covidien/medtronic¿s product analysis. A visual inspection was performed; the metal insert that is inserted to the body of the mixer and sealed with epoxy was found disconnected and attached to the hose. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified, the root cause was isolated to a damaged component. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Although requested, the serial number of the ventilator was not provided therefore the device manufacture date is unknown. Covidien was not authorized to evaluate/service the device.

Event description:
It was reported that the ht70 ventilator mixer tubing came off of the mixer body when removing the tube from the wall. The ventilation did not stop. Only the mixer was replaced and the device was continuously used on the patient.